Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of an unspecified pump failure message was not confirmed nor reproduced during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of an unspecified pump failure message. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the general patient ward. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4).the device has not been previously sent into service for the reported condition of pump failure message.